Event description:
The device was used during an unknown procedure. Reportedly, the surgeon was handed the device without a dlu. When it was handed back to the surgeon, the device did not staple. The procedure was converted to an open procedure to complete.